Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using a reusable 10 mm clip applier it caught the duct bile valve inside and pulled it completely out and it fell inside of the patient. It was retrieved with graspers. A new seal cap assembly was opened and used. With the same clip applier the surgeon tore the retractor. This caused the entire upper assembly to pull away from the lower ring. The lower ring was left in the patient and was retrieved. The case was completed with a competitor's seal cap. All devices were discarded.